Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0139094; medical device expiration date: 2025-05-31; device manufacture date: 2020-05-18. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle assemble removes with the shield and the plunger cap is hard to remove. Verbatim: consumer reported finding about 10 per box. Not hard to remove needle assembly removes within shield. Consumer reported plunger cap hard to remove on some. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-11. H6: investigation summary customer returned (1) loose 0.3ml bd insulin syringe. Consumer reported needle assembly removes within shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was properly attached; removing the cannula shield did not result in hub separation. Since no defect was observed, the alleged issue could not be confirmed. Customer returned (1) loose 0.3ml bd insulin syringe. Consumer reported plunger cap hard to remove. The returned syringe was examined, and it was observed that the syringe was returned without a plunger cap. Since the plunger cap was not returned, the syringe could not be tested to determine the plunger cap removal force. No evidence of manufacturing defect was observed. Since no defect was observed, the alleged issue could not be confirmed. Customer returned (1) loose 0.3ml bd insulin syringe. Consumer reported needle assembly removes within shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was properly attached; removing the cannula shield did not result in hub separation. Since no defect was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 0139094 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle assemble removes with the shield amd the plunger cap is hard to remove. Consumer reported finding about 10 per box. Not hard to remove needle assembly removes within shield. Consumer reported plunger cap hard to remove on some."